Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 15 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device grasping something hard such as metal clips, besides the probe was broken when the probe received a load. There is a possibility that short circuit error occurred by output with grasping a metal. Probe damage error occurred due to the cracks. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopy-assisted sigmoid resection, the subject device was used. In an hour of the procedure, seal & cut short circuit error occurred. The user continued the procedure. In three hours of the procedure, probe damage error occurred. The user turned on the hf and the ultrasonic generator again, continued the procedure. After that, the probe of the device broke off and fell into the patient. The probe fragment was retrieved. The procedure was completed with sonicbeat. There was no patient injury reported.